Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional patient identifier: (B)(6). Updated complaint description. Implanted in (B)(6) 2018; exact date is unknown. Explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Physical manufacturer; added patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2019 as an infected trochanteric femoral nail advanced (tfna) with helical blade were protruding into the joint and there was delayed healing. The original implant date was in (B)(6) 2018. During revision surgery, all hardware was removed intact and patient was revised to a total hip replacement. Surgeon also stated that failure had nothing to do with implant as it was related to patient¿s cancer. Surgery was completed successfully. There was no surgical delay. Patient outcome is reported as okay/complete. This report is for one (1) 10mm/130 deg ti cann tfna 400mm/left - sterile.

Manufacturer narrative:
This report is for an unknown nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an infected trochanteric femoral nail advanced (tfna) with helical blade were protruding into the joint. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unknown - nails: tfna. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.037.061s, lot: h512264. Manufacturing location: monument, release to warehouse date: nov 22, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Implanted in (B)(6) 2018; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.